Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-op check high lv thresholds were noted. A cxr was performed and no dislodgement was noted. The lv lead was turned off. The lv lead was left 'on' for now and the patient will be returning in march to reassess. Patient complains of some symptoms like you would describe with peripheral nervous system (pns). The symptoms were mild. Because her ventricular rate was not under control at the time, her lv pacing was minimal at best. Her meds were adjusted and the patient is stable.